Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
Through a clinic survey, a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy discontinued pd therapy due to a serious infection and out of control diabetes. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.